Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
1627487-12192011-003-r. This serial number was included in multiple field advisories. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy from approximately 01 april as the ipg was not communicating with external devices and ipg found to be inoperable. To address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was established post operatively.